Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, positioning issues were noted. The pump was repositioned multiple times. However, the pump could not achieve optimal positioning. Additionally, the patient developed limb ischemia. Manipulation of the repo sheath did not improve the outcome. A recommendation for a femorofemoral bypass was rejected by the physician as the patient had a very "bad" prognosis. The device was explanted. The patient's condition following the event and survival at explant was indicated as unknown.

Manufacturer narrative:
The investigation of positioning issues and limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.